Manufacturer narrative:
H3/h6: the suspected device was returned for analysis. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed through downstream occlusion test. Further investigation, the downstream occlusion (dso) sensor was found to be defective was noted. The cause of the reported issue was due to dso sensor defective. As a result, the dso sensor was replaced. The device passed all functional testing after repair.

Event description:
The customer was reported that the device had an event of constant beeping during testing. There was no patient involvement/ no harm reported. Evaluation of the returned device identified the defective downstream occlusion (dso) sensor which may lead to interruption of medication during use.